Manufacturer narrative:
Concomitant medical products: 12-115121 ¿ biolox delta head ¿ 2986123 51-105170 ¿ taperloc stem ¿ 6238862 010000666 ¿ g7 shell ¿ 6460520.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6. Reported event was confirmed by review of medical records noting dislocation on the same date as anterior postop in recovery room. Manipulation of hip under sedation. X-ray revealed an unstable hip and patient brought back to or for revision. Stem was revised to a high offset and cable with crimp was placed to avoid femur fracture. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1058 ¿ ceramic head ¿ 2904573, 650-1067 ¿ ceramic taper - 2942374, 00625006525 ¿ bone screw ¿ 64567716, 51-104180 ¿ taperloc femoral stem ¿ 6466410. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient experienced a right hip anterior dislocation in the recovery room after an initial total hip arthroplasty. Manipulation under sedation was preformed, then x-rays revealed an unstable hip. The patient was brought back to the operating room where the stem, head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.